Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an endeavor resolute drug eluting stent was used. No issues were noticed prior to opening the package. No issues were noted when after removing the protective sheath. The device wasn't inspected well enough to see if the stent was present on the delivery system or not. The device did not pass through a previously deployed stent or cell of a stent. During the procedure it was observed on the x-ray that there was no stent on the delivery system. It is uncertain if the stent moved off inside the patients artery or if there was ever a stent on the device. No patient injury occurred as a result of the event. No medical or surgical intervention was needed to prevent a permanent impairment of a function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.